Event description:
The customer was found dead in a hotel room while traveling. An autopsy was performed and the body cremated however the results were not yet available. The customer was new to pump therapy.